Manufacturer narrative:
(B)(4). The di number is unavailable.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon interrogation, an alert for high, out of range high voltage lead impedance was observed. The device was reprogrammed successfully. The patient was stable throughout the event and will continue to be monitored.